Manufacturer narrative:
It was reported prior to explant there was a wound breakdown. This report is submitted on 08 december 2020.

Manufacturer narrative:
This report is submitted on october 15, 2020.

Event description:
Per the clinic, the patient experienced an infection (location of infection not specified) which was treated with IV antibiotics. The device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device.